Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace blade broke. The user was completing the procedure as planned using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have a broken blade. The blade broke at roughly 0.404¿ from the base. Broken piece was returned. Components adjacent to the broken blade do not show damage. The complaint was confirmed by failure analysis.